Event description:
It was stated that the insulin pump was tested during a 24 hour period and it delivered too much insulin, but the status screen showed that it delivered the correct amount. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test due to an out of phase motor encoder signal. The insulin pump passed the occlusion, prime and excessive. No delivery alarm tests.